Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the unit display was not illuminating correctly. During an internal inspection of the device, it was found that the ic was damaged due to fluid ingress on the main led/pcba low voltage comparator. The lcd/pcba was replaced and the unit functioned as designed.

Event description:
It was reported that the rad-5v has an erratic display. The device was not dropped. The display was reported to flicker. The unit was unable to engage in patient monitoring activities. The unit did display values, but it was random at times. The flickering was rapid and at times it could be slow presenting a longer display. The values were distorted. No known impact or consequence to patient.